Event description:
During asnis3 extract surgery, the surgeon used the screw driver. When the surgeon rotated the screw driver, the hex part of screw head deformed. Therefore, the surgeon used the extractor. When the extractor was inserted in screw, the tip of extractor and the screw head broke. The surgeon used the chisel and extracted the screw shaft. The removed screw was discarded in the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken extractor tip could be confirmed. Based on the investigation, the root cause most probably was attributed to a user related issue. The fracture surface shows signs of a forced torsional fracture. The fracture surface has a spiral appearance. The statement from r&d for recurring situation identification memo was reviewed. It was concluded that the extractor is an emergency instrument and a breakage can possible occur. As the implant does no longer reflect the implant design of the sellable item, the missing geometrical fitting, bone hardness and ingrowth influence the successful usage of the instrument. The risk of harm is considered as very low. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During asnis3 extract surgery, the surgeon used the screw driver. When the surgeon rotated the screw driver, the hex part of screw head deformed. Therefore the surgeon used the extractor. When the extractor was inserted in screw, the tip of extractor and the screw head broke. The surgeon used the chisel and extracted the screw shaft. The removed screw was discarded in the hospital.